Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to the air and water channels, but it was not possible to identify the foreign object. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope had no air/water flow. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: an air/water channel blockage and white colored particles blocking the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, to the particles clogging the nozzle, the evaluation findings were as follows: the bending angle did not meet specification, switch #1 was leaking, the adhesive on the bending section cover was cracked and detached, the probe cover had scratches, the light guide lens epoxy was warn and the objective lens epoxy was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.